Event description:
While pt was being revised to address a fractured patella, poly wear of the tibial insert and patellar component were found.

Manufacturer narrative:
The products associated with this reported event were not returned for exam. The product codes and/or lot codes required to retrieve the device history records for reviewing and search the complaint database by mfg lot code were not provided. The investigation could not draw any conclusions about the reported event based on the info provided. It was noted the products were implanted for approximately 15 yrs prior to revision. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.